Manufacturer narrative:
(B)(4) relates to device problem code 2907 for the event: needle detached. The patient's age is unknown; however the patient was over 18 years of age.

Event description:
It was reported to boston scientific corporation that the patient was implanted with pinnacle lite posterior on (B)(6) 2013. According to the complainant, during the procedure, the needle separated from the suture inside the patient and the physician was unsure if the needle was left on the capio device or inside the patient. The patient was stable after the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found blood and tissue residue present on the mesh. One dart was detached from the lead suture, and was found behind the catch of the capio device. Cracks were present in the handle of the capio device, which was separating at the seam. There was no suture present in the detached needle. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
It was reported to boston scientific corporation that the patient was implanted with pinnacle lite posterior on (B)(6) 2013. According to the complainant, during the procedure, the needle separated from the suture inside the patient and the physician was unsure if the needle was left on the capio device or inside the patient. The patient was stable after the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted